Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a gastric bypass procedure on (B)(6) 2018 and suture was used. During the procedure, the needle broke in half while suturing. It is unknown how the case was completed. There were no patient consequences reported. No additional information was provided.